Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation on the customer's device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during a code, their device repeatedly indicated "connect electrodes" and would not shock. A back-up device was obtained and they were able to deliver a shock to the patient. The patient, a (B)(6) male, survived the event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: gtin/device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: gtin/device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that during a code, their device repeatedly indicated "connect electrodes" and would not shock. A back-up device was obtained and they were able to deliver a shock to the patient. The patient, a 73 year old male, survived the event.

Manufacturer narrative:
After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that during a code, their device repeatedly indicated "connect electrodes" and would not shock. A back-up device was obtained and they were able to deliver a shock to the patient. The patient, a (B)(6) male, survived the event.